Event description:
It was reported that stent damage occurred. Vascular access was obtained radial artery. The 20mm x 3.0mm, concentric, de novo with >=90 degrees significant bend target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 20 synergy drug-eluting stent was advance but failed to cross the lesion. The device was removed and found that the tip of the stent itself was deformed. The procedure was completed with another of same device. No patient complications were reported.